Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no physical damage where foreign material remained and the foreign material was unable to be identified. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual 3.3 inspection of the endoscope shows how to detect the event. Reprocessing manual 5.5 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope exhibited an air-water flow issue and displayed error code 101. This subject endoscope was recently repaired for clogging from the air-water channel ( (B)(6) 2023 related patient ID: (B)(6) ). During incoming inspection, the air water channel port of distal end clogged with foreign material, which had been attributed to insufficient cleaning. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation. Related patient ID: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined foreign material found was external of the endoscope and would very likely have accumulated and clogged it during the procedure. The customer has been advised to review reprocessing steps in the instruction for use. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.